Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the guidewire was found to be unsmooth and the coating flaked off during use at the hospital on may 31. The issue was detected prior to use on the patient.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 guidewire with original opened packaging. Flaking was present on guidewire as coating and jacket did not uniformly cover the guidewire. Also received one photo sample showcasing product packaging including product catalog number, lot number, and expiration however due to condition of the sample unable to determine if flaking is present. Based on physical sample received product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be inadequate material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the guidewire was found to be unsmooth and the coating flaked off during use at the hospital on may 31. The issue was detected prior to use on the patient. Per follow-up information received from ibc on 07jul2023, stated that main problem was that the guidewire coating had come off, and the doctor had found that the coating had fallen off because they felt that the guidewire was not smooth.

Event description:
It was reported that the guidewire was found to be unsmooth and the coating flaked off during use at the hospital on (B)(6). The issue was detected prior to use on the patient. Per follow-up information received from ibc on 07jul2023, stated that main problem was that the guidewire coating had come off, and the doctor had found that the coating had fallen off because they felt that the guidewire was not smooth.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined, a potential root cause could be inadequate material selection. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.